Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with moderate tortuosity and mild calcification. The 3.5 x 12 mm voyager nc balloon catheter was prepared per the instructions for use and advanced without issue. The balloon was inflated one time to 18 atmospheres (atm), but the balloon ruptured and was removed without resistance. A new voyager nc balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.